Manufacturer narrative:
The customer reported having no display. The device was evaluated locally. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported having no display.